Manufacturer narrative:
D4: lot number: 33k (march, 2023) d4: UDI: (01)04953170358234 (di only since the lot number is unknown) d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted h4: device manufacture date: unknown. 1. Since the actual sample was not available, the analysis of it could not be performed. 2. History investigation of the involved product code and lot number - no anomaly was found in the manufacturing record and the shipping inspection record. - no similar issues have been reported from other facilities. 3. Cause of occurrence/conclusion since no anomalies were found in the manufacturing record and the shipping inspection record, and the analysis of the actual sample could not be performed as it was not returned, it was not possible to determine the cause of occurrence. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behavior and/or location seemsimproper, stop manipulating the guide wire and/or endotherapy accessory and determine the cause by fluoroscopy or endoscope. Continuing to manipulate the guidewire could cause patient injury, such as punctures, hemorrhages or mucous membrane damage. It may also damage the endoscope, instrument and/or endotherapy accessory." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that they had successfully completed an eus-fna/fnb (endoscopic ultrasound fine needle aspiration, fine needle biopsy) procedure and now were attempting to access the left hepatic duct using a boston scientific expect 19gauge needle. The left hepatic duct was punctured under endoscopic ultrasound using the expect 19-gauge needle. Prof ragunath inserted a boston scientific 0.025 angulated revolution guidewire through a boston scientific expect needle into the patient's left hepatic duct. Prof was unable to navigate the revoluation guidewire to the desired location. Prof ragunath changed the guidewire to an olympus visiglide2 0.025 angulated guide wire. Prof was unable to navigate the angulated 0.025 visiglide2 guidewire to the desired location. Prof ragunath changed the guidewire for a third time to an olympus visiglide2 0.025 straight guide wire.after approximability 5mins of trying prof ragunath was unable to navigate the straight 0.025 visiglide2 guidewire to the desired location. Prof asked the nurse - tarash to withdraw the visiglide2 0.025 straight guide wire but it would not pass back through the needle and became stuck. On the live fluoroscopic image (x-ray) it appeared that the guidewire had looped while inside the left hepatic duct & formed knot which prevented the guidewire from passing back through the tip of the needle (withdrawing the guidewire). Tarsh continued to torque (rotate) the guidewire and push and pull it to try and withdraw the guidewire into the needle. Eventually the visiglide2 0.025 straight guide wire did withdraw through the needle due to it breaking 6cm from the distal tip. After the visiglide2 0.025 straight guide wire was withdrawn you could visually see on the fluoroscopic image that a broken piece of guidewire remained in the patient. The procedure was stopped and not completed at that time. After the procedure, the distal end of the broken visiglide2 guidewire was measured, and approximately 6cm of guidewire remained in the patient. Observation revealed that, when the visiglide 2 guidewire was moved back and forth, friction occurred with the tip of the expect needle, causing the distal end of the visiglide 2 guidewire to break or sheared in two. The boston scientific needle had a lancet tip. The boston scientific 0.025 angled guidewire did not break, but it did deform and some of the coating jacket was scraped off by the tip of the expect 19-gauge needle. A ptc (percutaneous transhepatic cholangiography) will be performed to complete the procedure; however, they said they probably would not retrieve the residual piece as they are not sure how to do it. Residual left in the patient's body. The procedure was discontinued. The patient received a ptc (percutaneous transhepatic cholangiography) and is doing fine. The broken tip of the visiglide2 guide wire has remained in the patient - prof ragunath has advised me that there is no plan to remove it.